Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 800 mg/dl. Customer went into the hospital with diabetic ketoacidosis on (B)(6) 2017 and they were placed on insulin drip. Customer declined to troubleshoot for high blood glucose levels and advised they were in the hospital. The product is not expected to be returned.